Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net transmission, short duration of auto mode switch episodes were observed on the device. Upon review of the session records, short and longer duration of auto mode switch episodes were caused due to far field r-wave oversensing issue. Programing changes were recommended. Patient was stable. No further information available.